Manufacturer narrative:
Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect. Observations and testing could not be performed because units were not received for investigation of this incident. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter was damaged. This occurred on 3 separate occasions. No serious injury or medical intervention was reported. Verbatim: "material no: 381433; batch no: 8187714. It was reported that the facility has 3 needles that have extra plastic on it or are broken. "We started using the ref #: 381433 20ga 1" 1.1 x 25 mm needles and had no issues for several months and then we got two boxes with the lot numbers 8187714. We have 3 needles that the pink plastic part was broken or had extra plastic on it and we were unable to seal off the IV. We currently have two and half boxes we pulled from the shelf we need to return. Can someone please contact us regarding this issue please? Thanks for your time."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter was damaged. This occurred on 3 separate occasions. No serious injury or medical intervention was reported. Verbatim: "material no: 381433 batch no: 8187714. It was reported that the facility has 3 needles that have extra plastic on it or are broken. "We started using the ref # 381433 20ga 1" 1.1 x 25 mm needles and had no issues for several months and then we got two boxes with the lot numbers 8187714. We have 3 needles that the pink plastic part was broken or had extra plastic on it and we were unable to seal off the IV. We currently have two and half boxes we pulled from the shelf we need to return. Can someone please contact us regarding this issue please? Thanks for your time.""